Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and consumer regarding a patient receiving an unknown drug, dose and concentration not reported, via an implantable pump. The patient reported they were originally on fentanyl, and then switched to morphine. The indication for use was not reported. The healthcare provider reported there had been a time in which the patient had gone without drug, and then had issues. The patient reported they had experienced withdrawal. Per the patient the pump had failed and they went to the hospital with withdrawal. The patient did not remember if there was a sudden or gradual change in their therapy as the patient reported that their memory was not very good. The pump was replaced. No further complications were reported.